Manufacturer narrative:
On 1/28/2016, a medtronic representative, following up with the site performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. A software investigation was completed and determined the reported issue was due to the c-arm and not the navigation system. As previously reported the c-arm was physically been damaged by the customer which caused the inaccuracy. Software is functioning as designed. No further relevant issues reported.

Manufacturer narrative:
Site representative, surgeon, declined to provide patient demographic information. 11/11/2015 the medtronic representative, noted the surgeon verified accuracy in the beginning and on each vertebrae prior to placing screws. Verifying accuracy was misleading as it was needed to go superiorly of the transverse processes to an inaccuracy. When the surgeons checked posteriorly, it looked fine. The inaccuracy was observed after screws were placed on the c-arm. As the calibration files live in the c-arm, it was suspected something went wrong on the computer, or that the mechanical parts such as the belt, have a problem and shifted the isocenter of the c-arm. 11/13/2015 medtronic representative reported re-calibration was successful. Possible cause of inaccuracy is that the c-arm was hit on its arc. Marks where found on the c-arm and on the belt. Also informed that a siemens engineer had visited the account to repair the c-arm colimators. 11/17/2015 a medtronic representative, following-up at the site, siemens arcadis orbic 3d. I have re-calibrated now and all ok. Navigation system performed as intended. The c-arm had been damaged by the customer which caused the inaccuracy. - a subsequent procedure was successfully completed at this site, using the same navigation system and the c-arm, after re-calibration.

Event description:
A site representative reported that, while in a spine procedure, the surgeon alleged inaccurate navigation with the 3d c-arm. The surgeon followed the medtronic representative technical recommendations closely, however, the screws were not placed satisfactorily at the end. The medtronic representative performed a test and scanned a top hat model with divots finding the navigation to be clearly off. Also tested a 3d spine model and observed that when touching the superior part of the tranverse processes on the navigation there was no anatomy. L5 screws were re-positioned. Delay in therapy was less than one hour. The procedure was completed and surgeon used c-arm fluoroscopy to verify screws placed correctly.